Event description:
Customer called to report a low blood glucose event. The current blood glucose reading is 111 mg/gl. Customer was treated by paramedics with IV. Customer had a low blood glucose reading of 14 mg/dl. Customer car tire blew out at the same time he had a low. Customer was treated at the scene, he was not taken to hospital. Customer does not know why he went low.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.